Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013 (time unclear) she obtained blood glucose readings of ¿81 and 11mg/dl¿ with the subject meter, performed more than 20 minutes of each other. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the reported meter issue the patient reportedly developed a symptom of shaking ten minutes later and the patient consumed more food/drink soon after. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.